Manufacturer narrative:
The subject device was returned to olympus for evaluation. Inspection and testing of the device found the probe was broken 16mm from the tip of the probe, and there were scratches around the broken part. The breakage of the probe started at the scratched area. The tissue pad was worn, but peeling was not observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken due to the following: device output was activated while the probe tip was in contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments, which caused the probe tip to be scratched. Activated output was continued after the device was scratched, which applied a load to the probe and the cracks generated from the scratches. A load was then applied to the probe, resulting in the break. Regarding the wear observed on the tissue pad, it was likely caused by the grasping section being closed without grasping anything, while the ultrasonic output was activated. The device's instruction manual provides the following warning, which may help to prevent the issue: "the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone". "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity". "Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tissue pad came off of the subject device during a laparoscopic gallbladder resection. The part fell into the patient's abdominal cavity and was removed. The procedure was completed with another device of the same model. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the legal manufacturer's investigation. Refer to h6.